Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-jul-2018 with the following findings: a review of the black box showed a power interruption for an unknown reason, the pump was powered back on but deliveries were not resumed. Evidence of moisture was found under the display lens. A leak was found in the case seal. The pump cover was removed to find moisture corrosion on the main printed circuit board and continuous glucose monitoring component. The pump was run for 24 hours with no evidence of rebooting or power loss. The allegation of a power issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture behind the display and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.